Event description:
It was reported the patient had an overdischarged battery. It took thirty minutes of the physician mode recharge (pmr) to establish communication. It was unknown when the patient lost stimulation but it was suspected as not very long ago due to the pmr not taking very long. The patient needed to leave their appointment and they were instructed to charge their battery. It was noted the patient had called the representative and told them they were unable to get any communication with the battery. It was noted this was a suspected second strike overdischarge. Follow up reported the overdischarge was confirmed. A pmr was performed and the patient got back to normal charging mode. The patient charged for thirty minutes before the patient had to leave. The patient had been instructed to charge and the importance of recharging back to 100% charged was stressed. The patient let the battery discharge again. The patient did not show up for another pmr session at the doctor¿s office. The patient had not called to reschedule their appointment yet. Additional information received reported that there was no change with the patient. It was stated that the patient was non-compliant and did not show up to 2 appointments to review recharging and check the battery. Additional information received reported that the patient let her implantable neurostimulator (ins) overdischarge for a third time. The patient was going to have a battery replacement and she was going to get a non-rechargeable ins. No surgery date was reported.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).